Event description:
Spacelabs received a report that on (B)(6) 2015 at 3:17 a.m. A telemetry patient monitored with transmitter model 90343-5, receiver module model 90478 and central monitor model 91387-38 experienced ventricular tachycardia (vtach). There was no alarm generated at the central monitor and no recording in the alarms tab for ics-g2 for this event. No one was injured as a result of this event.

Manufacturer narrative:
Using the patient retrospective database provided by the customer and reviewed by a spacelabs lead software engineer, a 25 beat episode of ventricular tachycardia (vtach) was located for the reported event. There was an associated alarm for this event. There was a 13 beat vtach episode following the 25 beat episode with a 5.5 second separation of normal beats. When there is less than 10 seconds separating two episodes of vtach, the database reports it as one long episode instead of two. This is by design. There was no malfunction. This report is considered final and the issue closed.

Manufacturer narrative:
Onsite testing by a spacelabs field service engineer (fse) was declined by the customer since the equipment was still in use. Spacelabs has launched an investigation into this issue and will file a supplemental report when the investigation is complete. Placeholder.